Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5111727). The patient alleged tinnitus geeting worse, lesion or tumor in cerebellum. The patient also visited to ent doctor and neurologist, sent for MRI and spinal tap, taking medications. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
MDR 2518422-2022-84846 is the original report associated with this device. A duplicate report has been submitted for this device under report 2518422-2022-93293. This follow-up report is being filed for awareness of this duplicate report. A correction report MDR 2518422-2022-93293-1 has been filed for awareness about the duplicate report.